Event description:
It was reported that the patient's pump was refilled on (B)(6) 2013. The patient had left the clinic and had shortly thereafter felt that the medicine had 'gotten into her body.' The patient returned to the clinic and was told nothing was wrong. The patient was asked to lay down for a while until someone brought her home. The patient returned home and reportedly got worse. The patient felt she was going through withdrawals; anxious legs, swearing, vomiting, and diarrhea. The patient reported that on (B)(6) 2013 the pump alarm was heard. The patient returned to the clinic and was told the pump was 'turned off' and it was unclear why. Reportedly the patient could 'not function' and was given oral dilaudid. The patient stated she was still 'shaky' as noted in her voice as she had not eaten and drank very little since (B)(6)2013 due to diarrhea. However, she was feeling better than the previous four days. The patient had noticed the last couple of refills there had only been 'probably a half an inch' of medicine left. This device system delivered dilaudid. It was later reported that the health care provider did not believe there were telemetry issues during the recent refill. However, after further review of the session data report it appeared that there might have been some issues during that session on (B)(6) 2013. At 10:18 telemetry had either been interrupted or canceled as it was 'incomplete' and the pump went into stop mode, exceed tube set. The patient had noted burning down her arms during the previously mentioned refill and had not felt right. It was verified with the pump data that the patient had been programmed out of the stop pump mode on (B)(6) 2013. This device system also delivered bupivacaine. Lastly, after further review of the pump log, it appeared that the pump had been inadvertently stopped by physician because of incomplete telemetry. This was reviewed with the physician and the physician reportedly declined verifying the current pump volume in relation to the patient's burning sensation. Several days past the incident the patient was doing 'well.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).